Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported that after cancelling dialysis treatment after receiving a heater bag alarm, a fluid leak was observed. The patient indicated that the tube connection to the heater bag was slightly crooked which may have contributed to the fluid leak. Additional information has been solicited. No adverse event has been reported. Set was not made available for evaluation.